Event description:
Customer reported via phone, she was attempting to bolus and the numbers kept scrolling. Customer changed the battery and the device alarmed battery failed test. Customer was attempting to clear the alarm but the buttons are unresponsive. Customer's blood glucose was 77 mg/dl. Attempted to troubleshoot for the alarm but due to the keypad anomaly it wasn't possible. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There were no numbers scrolling up noted. The unit had cracked case at display window corner and cracked reservoir tube lip. The unit had normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted.